Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the patient's heart had ventricular abnormalities and were difficult to reach. The lead dislodged after the device was connected and after three hours of testing, it was still not in place. After this period of time, the patient experienced chest tightness and the implant procedure was stopped. There was no implantation. No further patient complications have been reported as a result of this event.